Event description:
It was reported that 2 mandibular plates were discovered broken post a double jaw procedure for orthognathic hypoplasia. The original procedure was performed on (B)(6) 2015; the patient was brought back for a revision procedure on (B)(6) 2015. The original procedure included (1) plate on each side of the mandible, along with maxillary plates. The revision included (2) plates on each side of the mandible. This report is 2 of 2 for (B)(4).

Event description:
Additional information was confirmed on february 20, 2015. It was reported that the revision surgery was successfully completed without surgical delay.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information regarding the surgical outcome was confirmed on february 20, 2015. The lot number of the subject device could not be identified. The subject device was received on feb 17, 2015; however, it was not readily apparent when the explanted hardware was received that there were two returned plates. A product development evaluation was performed for the subject device. The complaint condition of ¿broken post-operatively¿ for the 447.030 2.0mm titanium curved sagittal split plate with an unknown lot number was likely caused by excessive contouring prior to implantation; however, this complaint is not a result of any design related deficiency. The 447.030 2.0mm titanium curved sagittal split plate implant is routinely used in maxillofacial mandibular surgery. The returned 447.030 plate shows a significant amount of deformation; the central band appears to have been bent significantly twice on the plate. The plate was returned and reported to have become broken two weeks postoperatively. This condition is confirmed; the plate is broken where the central band meets the first lateral screw hole. It is likely that excessive contouring of the plate has led to this complaint condition. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.